Event description:
A customer reported via phone call indicating that they had gone through six infusion sets the previous day. The customer was informed that their infusion sets and reservoirs will be replaced. The patient's blood glucose level was 400 mg/dl. The customer did not mention any form of treatment for the high blood glucose. The customer declined trouble shooting the issue. The customer was sent replacement reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.